Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the wireless footswitch was not working. Upon troubleshooting, to resolve the issue, the fse replaced the wireless footswitch and base station. During the on-site visit, the fse found a large amount of construction dust inside the ad7 patient table. Dust was also found in the technical cabinets. De-dusting of the ad7 table, cabinets, and computers was performed. The defective wireless base station and wireless foot switch were returned to philips for failure analysis, and the cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis. During the failure analysis of the wireless foot switch, other failures were found: missing screws in the mounting plate. However, the replacement of the wireless base station and wireless foot switch by the field service engineer has resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would have identified this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.